Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 that the patient underwent balloon kyphoplasty with cement mixed with the monomar and utilizing a controlled injector. Then cement was injected through the cannula into the pedicle under biplane fluoroscopic evaluation. (As per the diagnostic imaging report patient received from the hospital). Post-op, the patient had a rash that comes and goes on her back around the t9 where the procedure took place. Patient knew that she was allergic to sulphate, latex, penicillin and vicodin. She wanted to know the composition of what was injected so she could give the information to her dermatologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.